Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the implant patient registry (ipr) department, approximately 3 years and 6 months post deployment of a 26 mm sapien xt valve, the patient received a 26 mm sapien 3 valve.

Manufacturer narrative:
Additional information provided by the hospital medical records indicated the patient was admitted for  reported shortness of breath and her tee showed mild-moderate aortic insufficiency, a fixed leaflet and an elevated velocity around 4 to 4.1 consistent with aortic stenosis.  The patient underwent successful implantation of a 26mm sapien 3 valve within the 26mm sapien xt valve, in the aortic position and via transfemoral approach.  Tee demonstrated optimal result with no paravalvular leak and normal leaflet motion.  The patient tolerated the procedure well and left the hybrid lab in hemodynamically stable condition, without any immediate complications.  Pod1 echo showed trace aortic valve insufficiency and no aortic valve stenosis.    Per the instructions for use (IFU), motion restricted leaflet, valve regurgitation and valve stenosis are potential risks associated with bioprosthetic heart valves.   There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet.  Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang.  Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing.  This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets.  In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support.  Occasionally there are cases where the root cause of the nonfunctioning leaflet cannot be determined.   During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution.  This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event.   Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Calcification is a well-recognized failure mode of bioprosthetic valves.  The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.   It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these.  Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve.  Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation.   In this case, the exact cause of the motion restricted leaflet, central worsening regurgitation and aortic stenosis cannot be confirmed.  However, it may be related to patient factors (history of ckd stage iii, diabetes,) and the progression of pre-existing disease processes (severe aortic stenosis, mitral valve).    Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required at this time.